Manufacturer narrative:
This lv lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after implant. During the revision procedure this lv lead could not be repositioned due to patient anatomy. The decision was made to implant an epicardial lead instead. There were no allegations against this lv lead, and there were no adverse patient effects reported.